Event description:
Reportedly, this unit was connected to a pt and stopped working. The pt was manually ventilated and then switched to another unit. Please note that there was no injury in this case.